Manufacturer narrative:
Batch review performed on 27 june 2025: lot 123301: (B)(4) manufactured and released on 02-oct-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Revision for stem loosening at about 11 years from primary. Due to stem loosening the patient had hip instability. The head, the stem and the liner have been revised successfully. M-vizion stem implanted.